Event description:
The accounts biomed stated he found corrosion on the left caregiver circuit board due to fluid ingress.

Manufacturer narrative:
The biomed replaced the left caregiver circuit board due to fluid ingress.